Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 51 mm in diameter abdominal aortic aneurysm. The proximal neck was 21-24 mm in diameter and 13 mm in length. It was reported that, on a follow up CT scan, a proximal type I endoleak was identified. The physician converted the patient to an open repair, explanted the stent graft and implanted a prosthesis. The event resolved and the patient recovered. The investigator assessed the event to not be procedure but device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.